Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: pump logs did not confirm any low blood glucose (bg) levels between (B)(6) 2016. There were basal rate adjustments from 0 u/hr to 1.6 u/hr. There is no evidence of a device malfunction or failure.

Event description:
Pending t:connect review.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 38 mg/dl. The contact gave the customer candy and juice to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.